Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received seven inappropriate shocks in response to oversensing of low amplitude cardiac signal and motion artifact on the date of passing. The device was started up at 20:36:07 on (B)(6) 2021. The patient's rhythm degraded to asystole with motion artifact at 02:25:19 on (B)(6) 2021. The patient received the first inappropriate shock at 02:53:10. The patient's rhythm at the time of the shock and post-shock rhythm was asystole with motion artifact. The patient received the second inappropriate shock at 02:53:38. The patient's rhythm at the time of the shock was sinus beats degrading to asystole with motion artifact. The patient's post-shock rhythm was asystole with motion artifact. The patient was in asystole with motion artifact and intermittent cardiac activity at 02:55:00. The patient received the third inappropriate shock at 06:27:31. The patient's rhythm at the time of the shock was asystole with motion artifact/tactile artifact and intermittent cardiac activity. The patient's post-shock rhythm was asystole with motion artifact and intermittent cardiac activity. The patient received the fourth inappropriate shock at 06:28:54. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with motion artifact and intermittent cardiac activity. The patient received the fifth inappropriate shock at 06:33:28. The patient's rhythm at the time of the shock was asystole with motion artifact/tactile artifact and intermittent cardiac activity. The patient's post-shock rhythm was asystole with motion artifact and intermittent cardiac activity. The patient received the sixth and seventh inappropriate shocks at 06:47:57 and 06:48:22. The patient's rhythm at the time of each shock and post-shock rhythms were asystole. The patient was in asystole until the electrode belt disconnection at 07:22:11 on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 01/07/2021, belt 11/08/2012.